Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. ;14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Living with diabetes 9 / page 119. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the customer's blood glucose reached 414mg/dl while wearing the pod and that he went to the emergency room to get treated. The patient was diagnosed with diabetic ketoacidosis and treated with an IV for fluids. Symptoms included high blood glucose, stomach ache, and throwing up. The patient's blood glucose and insulin history is as follows: time bg(mg/dl) bolus(u): ;9:19pm 414 .6. ;11:42pm 390 .75. ;5:52am 410 2.6. ;7:16am 412 .85. ;7:53am 398 .4.